Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was sleeping. The customer stated that he removed the battery for 10 minutes, reinserted the battery, and received a button error alarm again. He repeated this again, and the insulin pump still alarmed button error. The customer reported that he inserted a new battery, and the insulin pump seemed to be working as designed. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. He stated that he was unsure whether he had rolled over on top of the device and possibly pressed the buttons while he was sleeping. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.